Manufacturer narrative:
Initial reporter phone no. (Additional): (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor pump leaked from an unspecified location. The issue was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: (B)(6) , 2021 - (B)(6) 2021. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that fluid was contained within the housing of the returned device as the bladder had ruptured. When the bladder ruptures during fill, fluid leaks inside the housing. The ruptured bladder was examined for signs of abnormality that could have caused the issue and no issues were noted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.